Event description:
It was reported that the system had stored false atrial fibrillation episodes due to ectopy in the form of premature ventricular contractions and premature atrial contractions. The doctor was looking for stored episodes, but he could not find them. There was no impact on therapy. Technical services reviewed and discussed the data with the doctor. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.